Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. Ten devices were evaluated in the field and the issue was confirmed; the devices had a damaged/broken component. The device was repaired and returned. One device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the bed had phantom motion. There was no patient involvement.

Manufacturer narrative:
It was initial reported there were 11 events malfunction events where the unit had phantom motion, and 10 units had been evaluated with 1 outstanding. It was determined through investigation that the outstanding unit was a duplicate complaint. Therefore, there were 10 events in total.

Event description:
This report summarizes 10 malfunction events, where it was reported the bed had phantom motion. There was no patient involvement.